Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor would not power on.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. The cause of the inability to power on was isolated to the u104 pxa processor on the monitor c/a board. The vcc_core line of the processor was shorted to ground. The root cause for the shorted u104 processor could not be positively identified. No adverse event resulted from the defective monitor.